Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had premature battery depletion and a grey bar for battery longevity prior to implant. The device was never implanted. There was no patient involvement.